Event description:
A report was received that the patient was experiencing extreme rib and stomach pain following an implant procedure. The patient was admitted to the emergency room and was given pain medications. The physician confirmed that the pain was not device related, however, the cause was unknown. The patient was reportedly doing well.